Event description:
Customer declared an uncommanded movement (tilt function) from the enterprise 800 medical bed. Arjohuntleigh (B)(4) received (B)(4) requesting a f/u investigation on 12/05/2011. There was no report of any pt being on the bed when this had allegedly occurred.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh on behalf of the MFR arjohuntleigh, a branch of arjo (B)(4). After an interview with the customer, it seems that the nurse had mixed up the handset buttons. Inspection of the bed has been carried out: nothing has been found and all functions operated correctly. Therefore, the MFR has concluded that the alleged incident is due to a user error, which the customer concurs with. The nurse has been retrained on handset controls. This incident appears to be isolated issue; other than the actions already taken, there are no further actions proposed at this time. The eval of the device has been carried out by a rep of the MFR's sales and service unit subsidiary division, not a direct employee of the MFR. The MFR shall continue to monitor any further incidents of this nature to determine trending.